Event description:
It was reported that during an unk procedure, the anvil of the device fell off. Another same like device was used to complete the procedure. There were no adverse consequences for the pt. Additional info was requested and received. The device did not fire, so the tissue was not cut or stapled. The anvil did not fall into the pt. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer. The device fired anf formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties and did not detach during functional testing. A batch record review was performed and no anomalies were found during the mfg process.